Event description:
It was reported by the customer that the drill bit from the ez clip set broke off into the bone of the patient. Drill bit was not removed from the patients left foot.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded by customer.